Event description:
The reporter stated, the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2007. The lens was explanted in 2008, due to excessive vaulting. Subsequently, the patient had narrowing of the angle, shallowing of the anterior chamber and mydriasis. An iridectomy was performed. The lens was exchanged for shorter lens.

Manufacturer narrative:
.